Event description:
It was reported that vessel dissection of the tortuous left posterior inferior cerebellar artery (pica) occurred during stenting. The patient was sent for further computer tomography (CT) testing in response to the event. It was reported that the patient expired. The date and cause of death is unknown.

Event description:
It was reported that vessel dissection of the tortuous left posterior inferior cerebellar artery (pica) occurred during stenting. The patient was sent for further computer tomography (CT) testing in response to the event. It was reported that the patient expired. The date and cause of death is unknown.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device remained implanted; therefore, physical analysis cannot be performed. However, vessel dissection and patient outcome of death are potential complications associated with endovascular procedures and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.